Event description:
The customer reported being hospitalized for high blood glucose two weeks ago, and no other details on his admission was released. Initially, the customer called to report high blood glucose. Troubleshooting was performed. The alarm history revealed several no delivery alarms. Ran a fixed prime test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.